Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by mother that the patient was taken to the emergency room (ER) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 4 and 24 hours; the adhesive was not secure during pod wear. Symptoms reported include hyperglycemia and patient was lethargic. The pod was removed and patient was treated with an insulin drip and fluids (saline and water). The patient was released after spending 12 hours in the emergency room.